Manufacturer narrative:
The investigational analysis completed on 2/6/2019. The device was inspected and reddish material was found inside the pebax with no metal exposed. During the second visual inspection, metal was found exposed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor feature was tested and it was working properly. The force values were observed within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and while connected to the carto 3 system, an inverted force vector issue occurred. The carto 3 system was re-zeroed and the cable was changed. However, the issue persisted. Catheter replacement resolved the issue. No adverse patient consequences were reported. The inverted force vector issue has been assessed as MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/2/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and upon visual inspection, found reddish material in the pebax and a crack in the pebax with no exposed metal. The reddish material and cracked pebax has been assessed as not reportable as device integrity was maintained. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on (B)(6) 2019, the bwi pal performed a second visual and found exposed metal. The exposed metal was assessed as MDR reportable. The awareness date has been reset to (B)(6) 2019.